Event description:
According to the advocate, the customer tested his blood glucose using his 2 breeze2 meters and received readings of 438 and 104 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement strips were sent to the customer.